Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient developed infection at the left side of the ipg pocket. The symptoms included redness and swelling. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein the 2 ipg's were replaced and relocated. It was unknown if the infection was device or procedure related. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.